Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the direct current (dc) to dc printed circuit board (pcb), breath delivery (bd power controller distribution board and batteries. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped working and there was a smell of smoke. Additionally it was reported that the ventilator stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer inspected the ventilator and replaced the breath delivery (bd) power controller, distribution boards, direct current (dc)-dc converter printed circuit board(pcb) and batteries. The ventilator passed all required testing per manufacturer's specifications at the time of service and was returned to the customer. Two batteries were returned to medtronic for further analysis. Visual inspection showed no distortion and/or damage. The serial number showed that the battery was manufactured in 2015, indicating the battery had surpassed its battery life of approximately 3 years. One of the returned batteries showed that the battery had a hsc (hardware short circuit) failure. The dc-dc board was returned to medtronic for further analysis. The board was received with a blown c34 capacitor. The bd power distribution board was returned to medtronic for further analysis. On visual inspection of the board found a damaged r6 resistor. Resistance across the 1 ohm r6 resistor was measured to be 2.13 mega ohms, indicating an open resistor. With an open r6 resistor, can lead to battery short circuits. The bd power controller board was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and no anomalies were observed. When it was attached to the test unit, it was found that the unit successfully passed all the tests and calibrations without errors and alarms. The likely cause of the event was isolated to faulty c34 capacitor on dc-dc converter, damaged resistor(r6) on bd power distribution board resulted in faulty hsc in battery. The event will be included in trending and monitoring.